Event description:
It was reported that the patient was experiencing dyspnea with minimal exerting and excessive fatigue with daily activities. The left ventricular (lv) lead was found to have dislodged for the second time. Repositioning was done after the first dislodgement. The lead is now unable to capture. The lead was then turned off. The lead was eventually scheduled to be replaced. During the implant attempt of the new lead, the lead would not attach to the pericardium and dislodged. That lead was not used. The lv was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Concomitant products: product ID: 5071-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.